Manufacturer narrative:
Pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. Pump trace download analysis confirmed the pump alarmed this alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running. The power management graph confirmed this alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. The following were noted during visual inspection: scratched case and pillowing keypad overlay. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer stated that they were able to clear the alarm. Customer stated that they were able to rewind the insulin pump. Customer stated that they need to replace battery everyday. No harm requiring medical intervention was reported. The device was returned for analysis.